Event description:
Customer stated that doctor performed a bravo procedure and the bravo capsule did not attach and the capsule fell into the pt's stomach. The customer stated that the pt did not suffer any adverse effects and another capsule was used and it was attached successfully.

Manufacturer narrative:
No pt injury has occurred following this incident.